Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to poly wear.

Manufacturer narrative:
Complaint has been reassessed and determined to be not reportable unknown disc part.